Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited failure to remove and separate guidewire from the lead. The lv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿guide wire was difficult to pull out¿ was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations found damaged inner coil at the distal region consistent with procedural damage. Unable to test the guidewire insertion due to the damaged inner coil. The cause of the reported event was due to damaged inner coil consistent with procedural damage.